Event description:
It was reported that during a thyroidectomy procedure, there was a problem with two devices. The first device defaulted on the min setting, but somehow the max setting was working. Unfortunately, they only use the min setting for all our cases. The hand piece was changed and the same thing happens. A new device was opened and worked. The second device was operating efficiently when the inactive tissue pad was sliding down and dislodged. They replaced another shear and finished the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information device a was returned in good physical condition but the device's shelf life had expired. The expiration date was november, 12, 2012. The tissue pad was inspected and it was found conforming. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were depressed. The device was disassembled and no anomalies were found. The button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined what may have caused the incidents reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device b was received in good physical condition. The tissue pad was inspected and it was found conforming. The device was tested on the generator and it was found that the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. The instrument was disassembled and damaged was found to the flexible circuit, in the form of corrosion under the switch dome assembly of the min button. This caused the non-activation of the min button. As the manufacturing process would not have caused corrosion, it is probable that the device was pre-cleaned before being sent. (B)(4).